Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a left side deflation. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/23/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/05/2024.

Event description:
Healthcare professional called to report a left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as cracked valve seat diaphragm valve, partial delamination of valve assessed as adhesive failure and one opening assessed as fold flaw opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional called to report a left side deflation. Device was explanted and replaced.